Manufacturer narrative:
(B)(4). Additional information: the device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lap esophagectomy, the tissue pad was cracked and the fragment fell into the patient. No error message was displayed. The fragment was retrieved from the patient with a forceps soon. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.